Manufacturer narrative:
H3 device evaluated by MFR: the device was returned for analysis. The device was returned unsheathed inside the empty sterilization bottle. This indicates that the device was unsheathed after it was removed from the patient. The bottle was removed, and the outer sheath was noted to be damaged where the bottle was secured. The device was left to soak overnight in saline solution. A break was noted to push pull rod 6. The valve locked at position 1 and position 11 without issue. The release pins were manually pulled, and the valve was manually released. The broken push pull rod was removed along with the collar and was imaged using scanning electron microscope (sem) which confirmed that the push pull rod broke in an expected manor due to the jammed post and forceful resheath. No further issues were noted with the device. Procedural media was provided to aid in the investigation. The media was reviewed by a bsc quality engineer. The media review is consistent with the reported event. The media made available for review comprises 30 angiographic series from the implantation of lotus edge valve. A lotus edge valve is unsheathed in the annulus. The right coronary (center) post appears to be exhibiting some rotational misalignment with the buckle as the valve is brought towards lock. The gap between the buckles and posts at the left and non-coronary positions appears to be closed indicating that the valve is locked at these positions but the right coronary (center) post gap remains open indicating non-uniform locking. In the next available series timestamped 2 minutes and 39 seconds later the buckle and post at the left and non-coronary position have separated during resheathing attempts indicating that the valve has been unlocked at these positions. The right coronary buckle and post have not separated as expected during unlocking indicating that the right coronary post is jammed into the buckle. The commencement of the valve resheathing is shown but the completion of this task and the removal of the catheter was not made available for review. The remaining series show the use of the second valve which is successfully locked and released.

Event description:
It was reported that a jammed post occurred. A sentinel embolic protection system was placed via a right radial access. Vascular access was obtained via a right femoral approach. An isleeve introducer was placed. The patient had a known homograph aorta and cadaver aortic valve with mild to moderate calcification. A 25mm lotus edge valve was positioned in the aortic annulus. No issues were noted during introduction or tracking of the device. No reposition or resheathing required prior to locking attempt. The valve positioning was acceptable. The first pause was done at around 12mm from locking. The physicians proceeded to locking and noticed a non-uniform decrease in buckle/post interaction. An early click was experienced with the middle right coronary cusp (rcc) buckle post separated by approx. 2-3 mm, while the left coronary cusp (lcc) and non-coronary cusp (ncc) buckle/posts appeared to be locked. At this point, the 25mm lotus edge valve experienced a twisted post. The guidewire was in a central position throughout. The twisted post occurred on the 1st and only locking attempt. The physicians tried to separate the buckles/post; however they noticed that the post was jammed. The procedure proceeded with a slow resheathing attempt performed that was paused when tension built up in the handle/control knob. A slight push pull was applied to the catheter to alleviate tension. The physicians then proceeded with slow resheathing of the device again. The post became unjammed and the 25mm lotus edge valve could be fully resheathed into the catheter. The full resheathed 25mm lotus edge valve, was easily removed through the isleeve introducer sheath. A new 25 mm lotus edge valve was prepped and deployed with no issues. A great result was noted and there was no harm to the patient.

Event description:
It was reported that a jammed post occurred. A sentinel embolic protection system was placed via a right radial access. Vascular access was obtained via a right femoral approach. An isleeve introducer was placed. The patient had a known homograph aorta and cadaver aortic valve with mild to moderate calcification. A 25mm lotus edge valve was positioned in the aortic annulus. No issues were noted during introduction or tracking of the device. No reposition or resheathing required prior to locking attempt. The valve positioning was acceptable. The first pause was done at around 12mm from locking. The physicians proceeded to locking and noticed a non-uniform decrease in buckle/post interaction. An early click was experienced with the middle right coronary cusp (rcc) buckle post separated by approx. 2-3 mm, while the left coronary cusp (lcc) and non-coronary cusp (ncc) buckle/posts appeared to be locked. At this point, the 25mm lotus edge valve experienced a twisted post. The guidewire was in a central position throughout. The twisted post occurred on the 1st and only locking attempt. The physicians tried to separate the buckles/post; however they noticed that the post was jammed. The procedure proceeded with a slow resheathing attempt performed that was paused when tension built up in the handle/control knob. A slight push pull was applied to the catheter to alleviate tension. The physicians then proceeded with slow resheathing of the device again. The post became unjammed and the 25mm lotus edge valve could be fully resheathed into the catheter. The full resheathed 25mm lotus edge valve, was easily removed through the isleeve introducer sheath. A new 25 mm lotus edge valve was prepped and deployed with no issues. A great result was noted and there was no harm to the patient.